Event description:
It was rpeorted that the instrument would not fire during the case. The customer did not have details on the exact nature of the problem, but stated a second instrument was used to finish the case with no pt consequence.